Event description:
Report given by engineering: an evita vent #4 was brought to engineering with a problem that occurred during the night shift several weeks ago. The location was sicu, surgical intensive care unit. The therapist noted that while sitting by the bedside the therapist heard the sound of splashing water on the floor. The therapist mentioned someone was changing water at the ventilator. The therapist then heard a noise from the ventilator. The therapist looked to see all the mode lights lit and said the front panel then went blank. In changing the ventilator out, it was noticed there was water on the floor around the ventilator and some on top of the ventilator. The engineer saw no evidence of water inside the front panel when checked out in the shop. The ventilator performed okay. The therapist was told to fill out a report since there was a potential for further problems had the therapist not been by the bedside when things happened. The therapist reported no harm to the patient. Engineering does have the ventilator in the shop. It showed another problem not related to the incident that the engineer has not been able to fix at this point.